Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm approximately one month ago. It was reported that the stent graft was successfully implant and the case was uneventful with a good technical result. It was noted post implant that the expiry date of the (B)(4) had been exceeded by 26 days. The patient has been discharged with no complications or additional medication. The physician is comfortable with the device still being sterile and does not believe there is any risk to the patient. The case was a technical success.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (implant of the stent graft after the use by date had been exceeded).